Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, pump was in a "flip belt type of case" when the alarms were triggered. Customer had elevated blood glucose levels (+300 mg/dl). Customer delivered boluses to stabilize blood glucose levels. Tandem technical support educated the contact on how to prevent button alarms from being triggered.